Manufacturer narrative:
Device received with constant software error detected and failed battery test. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 53 and failed battery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error. Customer¿s blood glucose level was 160 mg/dl. Customer was unable to clear the alarm. Customer states insulin pump had battery failed alarm. Customer states contacts are not missing nor damaged. Customer changed the battery and alarm occurring. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.